Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 6863682 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be identified.

Event description:
Clinical study. It was reported that post index procedure, the pt expired. The index procedure treated a de novo lesion in the mid left anterior descending artery (lad). The lesion was 3.5 mm wide, 9 mm long, and 80% stenosed. There was moderate calcification and mild tortuosity. Intravascular ultrasound was performed prior to predilation. The physician then placed a 3.0 x 20 mm taxus express2 stent. Post deployment stenosis was o%. The pt received angiomax, aspirin and plavix during the procedure. The pt was discharged one day later on aspirin and plavix. On day 744, the pt died due to a major cerebrovascular accident (cva). There was no autopsy. In the opinion of the physician, there was no relationship between the death and the target vessel.